Event description:
It was reported that during implant of the right atrial (ra) lead there was poor sensing, poor thresholds, and there were multiple dislodgements. The lead was withdrawn and the helix was functional, however after multiple attempts the lead was inspected again and the helix was able to be extended but would not retract. An epicardial lead was placed instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. It was noted that the distal conductor of the lead was extrinsically over-rotated, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated stretching and damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.